Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. A large split was observed in the extension leg tubing just within the distal end of the luer hub. A microscopic observation revealed the fracture surfaces of the split were flat but rough and exhibited cracks/fissures and beach marks, which are suggestive of material fatigue. However, the exact cause of the split observed in the returned sample is unknown. Possible contributing factors include excessive pulling, twisting, and manipulation of the luer connector hub and/or extension leg. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "PICC rn was called for leaking PICC. After review of the line, she pulled it and replaced on the other side. Looking at the PICC, there is breakage of the tubing at the hub."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp4337 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC rn was called for leaking PICC. After review of the line, she pulled it and replaced on the other side. Looking at the PICC, there is breakage of the tubing at the hub."